Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the right cylinder migrated and the left cylinder stopped inflating. Upon explant it was noted that the cylinders also were tore and there was a kinked tube in the left cylinder. All the components were removed and replaced with a new ipp. There were no patient complications reported.